Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device shut off without first displaying an error or alert message. The patient experienced elevated blood glucose levels and treated herself with an insulin injection. At an unknown time, the patient had a high blood glucose result and took herself to the doctor. The blood glucose results and treatment obtained at the physician's office were not provided. The doctor believed the patient had an infection and advised her to go to the hospital. Upon arrival at the hospital, the patient's blood glucose was 28 mmol/l. The patient was treated with a saline drip, dextrose, and insulin via an IV drip. The patient was hospitalized from (B)(6)2016. The infusion device was requested to be returned for product evaluation.